Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2011, due to dislocation of the bearing. The 5mm bearing was removed and replaced with a 9mm bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number thirteen states, "dislocation and subluxation due to inadequate fixation and improper positioning". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
Review of invoice history confirmed lot reported on medwatch report 1825034-2011-00776 was incorrect. The actual lot number of the removed bearing is (B)(4). (B)(4) examination of returned device was inconclusive. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number thirteen states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". This report submitted (B)(6) 2011.